Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted with two leads of the same lot number. It was reported that the patient began to experience leg weakness following drg lead implant procedure. It was noted that patient is being monitored by physician as this issue has been progressively improving. Additionally, patient is without numbness and has regained approximately 50% strength in the left limb.

Event description:
Additional information received indicated that the patient has started physical therapy. It was noted that the patient has seen minimal improvement in leg strength however they will continue to participate in therapy.